Manufacturer narrative:
The subject device was not returned for evaluation. In communication with the olympus rep., technical assistance center (tac) support engineer noted "sales rep replaced the batteries in the tfl-sls wireless footswitch, the low battery message still displayed on the tfl-sls. The rep. Confirmed that with the new batteries, the wireless footswitch paired to the tfl-sls, rep. Used second set a of batteries but then the wireless footswitch would not pair with the laser system, noted that the wireless footswitch will need to be replaced. Follow up is in progress regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus representative (rep.) Reported after replacing the batteries in the tfl-sls wireless footswitch, the low battery message still displayed on the tfl-sls. The rep. Was trying to pair up the wireless footswitch with the laser system. No harm was reported. No patient harm, no user injury reported. This event includes two reports: report with patient identifier (B)(6) (wireless footswitch model tfl-afswl with unknown serial number). Report with patient identifier (B)(6) ( laser system tfl-sls, serial no. (B)(4)) this report is being submitted for report with patient identifier (B)(6) (wireless footswitch model tfl-afswl with unknown serial number).

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the low battery message could not be determined. Olympus will continue to monitor field performance for this device.